Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va05e5f, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the patient had a burning/ jolting sensation with the stimulation either on or off. The patient fell and their symptoms started a few days afterward when rolling over in bed and they felt the pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.